Manufacturer narrative:
Block d6-lot number was made available upon sample receipt & changed on this report. Code 2199-not labeled. Code 1628-labeled.

Event description:
On the first inflation attempt, a hole was noted in the catheter shaft. The catheter was removed and replaced to complete the procedure with no pt injury or further complications being reported.